Manufacturer narrative:
The technician replaced the broken siderail center arm assembly. The technician suspected abuse.

Event description:
Information received indicates the siderail is unable to lock in place.